Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that she had the device placed for pain all throughout her body which she had for three years. The patient stated she got no sleep or rest and was a nightmare all night long. The patient thought that the implant was causing her to hallucinate in bed and it felt like there was shrink wrap around her abdomen. The patient mentioned that the shrink wrap sensation went away after her friend changed the bandages for her. The patient reported that she still couldn't move very well and that the device was helping her pain, however, the only places that currently hurt on her were "where these two things are connected to my body." The indication for use was non-malignant pain. No device issues reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.